Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: sr. Global post market surveillance specialist. PMA/510(k)#: without knowing the lot # or manufacturing location, the PMA/510(k)# may also be k151766. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 syringe 3ml ll 200 s/c experienced difficult plunger movement prior to use. The following information was provided by the initial reporter: material no: 309657 batch no: unknown. Event description: caller reported two events, 1x ""a few weeks ago"" {event date approx.} and 1x on (B)(6) 2020. Customer reported that after screwing the needle onto the syringe, it became very difficult to retract the plunger. Number of occurrences: 2x. Did the caller insert the needle into the cartridge and encounter fill resistance? No {issue arose before bringing needle into contact with cartridge or vial}. Did issue cause any injury? No. Did customer require medical intervention? No. Resolution: caller was able to successfully fill a cartridge with a second needle/syringe.